Event description:
It was reported that approximately seven months post stent placement, an alleged occlusion in the superficial femoral artery (sfa) occurred, requiring additional medical intervention. It was further reported that an alleged stent fracture was also identified during the intervention. Patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on images provided the placed stent was confirmed to be twisted. A stent fracture could not be verified. The twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Based on the information available, a definite root cause could not be identified. Labeling review: in reviewing the current labeling for this product, it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU the stent deployment procedure by stating: "confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." Balloon pre and post dilation is addressed: "predilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended." The catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent system products are identified in d2 and g5.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us.

Event description:
It was reported that the stent allegedly fractured and re-intervention was required to treat a closure in the left superficial femoral artery. Another stent was used to complete the procedure.